Manufacturer narrative:
Additional information was received that the physician believed the headaches were not procedure related.

Event description:
A report was received that the patient had experienced excruciating headaches since implant. The physician believed that the headaches were not device related but unknown if related to the implant procedure. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had experienced excruciating headaches since implant. The physician believed that the headaches were not device related but unknown if related to the implant procedure. The patient underwent an explant procedure and was doing well post-operatively.